Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at ww headquarters by the investigation team. According to the device explantation report form the patient had a tympanic membrane retraction and the conductor link came through the tympanic membrane and cholesteatoma developed. In addition the patient experienced pain and secretion from the ear canal.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to the extrusion of the conductor link, most likely caused by a device unrelated medical reasons, namely tympanic membrane retraction and the presence of a cholesteatoma. This is a final report.

Event description:
The explanted device was received at ww headquarters. According to the device explantation report form the patient had a tympanic membrane retraction, the conductor link came through the tympanic membrane and a cholesteatoma developed. In addition the patient experienced pain and secretion from the ear canal.